Manufacturer narrative:
Please note that co is unable to complete the investigation for the initial report submission. A follow up report will be submitted by january 24, 1997.

Event description:
During a dialysisi treatment, there was low venous pressure. A broken blood pump rotor spring was found. There was no pt injury or medical intervention.